Manufacturer narrative:
Device manufacture date: december 14, 2017 - december 15, 2017. The device was received for evaluation containing approximately 6 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Therapy date: this was reported to have occurred in mid (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. The reporter stated that the device completed therapy in 30 hours instead of the expected 48 hours. The device had been filled with 3500mg fluorouracil, 500mg sodium folinate, and 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.